Event description:
Patient additionally reported at least 3 secondary lymph nodes invaded by silicone due to the migration of the implanted device on the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and / or corrected data. Continued h.6. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A patient reported, via medical documents, the events of ¿underwent a surgery for the removal of the implants, revision of the submuscular pockets, with accurate lavage and removal of several fragments of silicone in the left breast pocket, leaving the entire ipsolateral axillary area intact". Device status is unknown.